Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultramini meter had a calcode issue. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient the product issues began on (B)(6) 2015 at 7.50pm. The patient stated she manages her diabetes with diet and/or exercise alone. The patient confirmed that she took her normal dose of medication in response to the product issue. It is unknown if the patient developed symptoms, as the patient was unable/unwilling to answer the caa question. The patient alleged hcp treatment, during a doctor office visit the patient on was allegedly treated with glucose tabs/glucose gel on (B)(6) 2015 at 10.50am. The patient alleged having her blood glucose taken using a laboratory device on (B)(6) 2015 at 11.30am, with results of "180mg/dl". At the time of trouble shooting, the cca walked through changing the code, the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began. In addition, there is no evidence that the lfs device malfunctioned.

Manufacturer narrative:
The lay user/patient's meter has been returned; however, further analysis was not possible due to unknown storage and handling preventing the allegation being physically investigated. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.